Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12369. It was reported, the physician attempted to place two new leads but was unable to complete the procedure (reference MFR report 1627487-2015-20329.) It was reported, the physician noted a cerebrospinal fluid leak during the procedure. The leads were removed and intra-venous caffeine was administered. Follow up revealed the patient's headache is not resolved. The physician performed a blood patch and instructed the patient to continue drinking fluids and caffeine. Further follow up revealed the patient's headache has resolved.